Event description:
A company representative reported that a patient was revised to address a fractured xia 3 polyaxial screw at right-side s1 and a migrated mantis redux blocker at left-side s1. The patient reported experiencing low back pain and instability approximately two months post-operatively, and imaging identified the fracture and migration. This report is for the mantis redux blocker.

Manufacturer narrative:
Corrected data; b5. H6 coding has been updated to reflect completion of the investigation.